Manufacturer narrative:
Product complaint # (B)(4). (B)(4).¿ a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. ¿ ¿ the following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Product code and lot # what is physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status? ¿ if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced vaginal mesh exposure. It was also reported that the patient had vaginal mesh excision. Additional information was requested.